Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On the he same day as the event onset, the patient was hospitalized and began treatment with vancomycin injection (1 gm, route, frequency and duration were not reported) and amikacin injection (250 mg, route, frequency and duration were not reported). On an unreported date treatment with vancomycin and amikacin was stopped. The patient began treatment with meropenem injection (500 mg for 3 days, route and frequency were not reported), vancomycin injection (2 gm, route, frequency and duration were not reported) and amikacin injection (125 mg, route, frequency and duration were not reported). At the time of this report, the patient was recovered. Eight days after the event onset, the patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis twice weekly. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.